Manufacturer narrative:
(B)(4).

Event description:
It was reported that recapture and removal difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the laa and a 33mm watchman ® laa closure device & delivery system (wds) was advanced. The watchman ® laa closure device was deployed. The physician attempted a partial recapture of the device, but the feet of the device appeared to be stuck in tissue. In the attempt to free the device from the tissue, he intentionally turned the deployment knob clockwise three times and the device detached from the core wire. They then made several attempts to retrieve the device using 3 different snares and also tried to reattach the core wire to the device, but was unsuccessful. The patient underwent surgery to have the device removed and a non bsc device was used to close the appendage. There were no further complications reported. The patient was stable and doing well.

Manufacturer narrative:
The returned product consisted of the core wire of a watchman delivery system (wds). The core wire was microscopically, tactile and visually inspected. Inspection found no damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that recapture and removal difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the laa and a 33mm watchman laa closure device and delivery system (wds) was advanced. The watchman laa closure device was deployed. The physician attempted a partial recapture of the device, but the feet of the device appeared to be stuck in tissue. In the attempt to free the device from the tissue, he intentionally turned the deployment knob clockwise three times and the device detached from the core wire. They then made several attempts to retrieve the device using 3 different snares and also tried to reattach the core wire to the device, but was unsuccessful. The patient underwent surgery to have the device removed and a non bsc device was used to close the appendage. There were no further complications reported. The patient was stable and doing well.